Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective rotary encoder to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported rotary encoder fails. There was no patient involvement.